Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump miscalculated boluses. Tandem technical support reviewed the logs and determined that the bolus was calculated correctly. The customer experienced a low blood glucose (bg) level of 42 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.